Event description:
Paramedics responded to a person in cardiac arrest, and down for an unk period of time. According to the reporter, while working on the cardiac arrest, a medic noticed the device had powered down by itself, and had to be manually restarted. The pt was not resuscitated but, upon review of the pt's ECG from the device, the pt was in asystole, and did not convert to a shockable rhythm.

Manufacturer narrative:
Physio-control evaluated the device, and observed proper operation through functional and performance testing. The reported problem could not be replicated, and the device returned to the customer for use.